Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge slid off a couple of millimeters. Customer declined to perform a pump system check. Reportedly, cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level was 360mg/dl and a bolus was delivered to address bg.